Event description:
It was reported that the patient with this implantable pacemaker experienced tachycardia and stated having problems with the device. Technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.